Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous arteriovenous shunt. A 7.0 x 120, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 3 bar, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: a mustang device, 18 atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 18 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 31mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous arteriovenous shunt. A 7.0 x 120, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 3 bar, the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.